Manufacturer narrative:
Please note: gore® dryseal flex introducer sheath has been captured in separate medwatch report #3007284313-2022-01911. As gore was unable to determine which thoracic system component may have been involved in this complaint, an additional gore® tag® conformable thoracic stent graft (tgm343410j / 24029414) will also be identified on this report. (B)(4). It should be noted the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) state ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, embolism (micro and macro) with transient or permanent ischemia.¿

Event description:
On (B)(6) 2022, the patient underwent emergency endovascular treatment of a ruptured thoracic aortic aneurysm using two gore® tag® conformable thoracic stent grafts with active control system. A 22fr gore® dryseal flex introducer sheath was used as an accessory during the procedure. It was reported that the 22fr sheath was inserted from the right femoral artery. Access angiography after stent graft placement reportedly showed no issues, but echography at the time of wound closure confirmed weak flow to the peripheral. Access angiography was performed again and revealed an extensive localized dissection from the right common iliac artery to the right common femoral artery. A bare stent was implanted from the right common iliac artery to the puncture site of the common femoral artery to treat the dissection. After placement of the bare stent, thrombus formation or plaque shift was reportedly observed in the right superficial femoral artery. Thrombectomy was performed using a fogarty catheter. The patient tolerated the procedure. The physician commented that the patient's access vessel was narrow (measurement not available). According to the report, the thrombus formation/plaque shift occurred due to temporary peripheral ischemia caused by either insertion of the sheath, or thrombus dispersal from the aorta during tevar.